Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. It is the responsibility of the surgeon to advise the patient of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight. Patients must be carefully counseled on the need for proper dietary habits. They should be evaluated for nutritional (including caloric) needs and advised on the proper diet selection. The physician may choose to prescribe appropriate dietary supplements. Appropriate physical monitoring and dietary counseling should take place regularly. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was removed due to "complains of hunger".

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received access port I, taper type ii. The port tubing was noted to be discolored, and was light brown in appearance. The port tubing was separated approximately two inches from the ss connector. An opening was noted on the port tubing at the taper/tubing junction. Scratches were noted on the port, and needle marks were noted on the port septum. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, a smooth-edged opening was noted on the port tubing at the taper/tubing junction. The end of the port tubing was noted to have striated edges, consistent with a surgical end cut. Needle marks were observed on the port septum. Non-penetrating nicks were noted on the port near the septum.